Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the instrument's wrist were intact and undamaged. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. This case is being reported due to the broken pitch cable found during failure analysis.

Event description:
It was reported that during a da vinci surgical procedure, a cable was broken on the maryland bipolar forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.